Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted on: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead exhibited rising thresholds and high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.